Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Physical inspection found that the upper hook switch was not properly positioned on the upper auxiliary assembly. The position of the hook switch will trigger an intermittent open/closed switch connection causing the ec 322. The upper auxiliary assembly was replaced.